Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, product type lead; product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported that during the second trial it took a little while for the device to work but it helped him ¿fell legs and feet.¿ it was further reported that the trial worked in his legs and his feet didn¿t bother him but it did not take away the chronic pain in the back. It was noted that the patient had spasms and chronic pain. Additional information received reported that no issues were found during the second trial. The shocking during movement was reportedly because the lead was not anchored so when the moved the lead would move a little. It was noted that the patient did have a >50% reduction in symptoms, although it was noted that the patient wanted more coverage. The patient was reportedly implanted with a permanent device on (B)(6) 2013. It was also noted that the patient had spasms prior to scs placement/ trial.

Manufacturer narrative:
(B)(4).